Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they injected a patient with roughly 0.15-0.2mls of juvéderm® volift¿ with lidocaine into the left sng following successful injections into the under-eye circles and malar area. A vascular complication occurred and "it is observed ischemia in sng." Healthcare professional injected the area with a total of 1500 iu of hyaluronidase twice in a 6ml lido solution. Following the hyaluronidase/lido injection, patient also received aas 100mg daily and ciprofloxacin 500mg twice a day for 5 days. Vascular occlusion symptoms reportedly resolved about 2 hours after onset, but following this patient had a subcutaneous hematoma that is ongoing and being treated with arnidol.